Event description:
It was reported via a summary and chronology of care report, that as a result of having the product implanted, the pt has experienced painful intercourse, severe pain, recurrent vaginal pain, vaginal atrophy, urinary incontinence and had undergone multiple surgeries.

Manufacturer narrative:
(B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced the patient has experienced rectal pain, urgency and frequency, urinary tract infection, bleeding after intercourse, pain, severe dyspareunia, abscess, scar tissue from area where cyst was removed years ago in the perineal area, adhesion band inside the perineum, abscess, vaginal scarring, mesh revision and scar revision , questionable granuloma, mature adipose tissue suggestive of possible lipoma, mature adipose tissue with patchy fibrosis, small amounts of skeletal muscle and focal perivascular fibrosis consistent with possible scar tissue, painful eroded vaginal suture, yeast vaginitis, stage one cystocele, minimal urethral hypermobility, possible intrinsic sphincter deficiency, frequency, urgency, loss of urine with stress, rectocele which requires splinting, nocturia, levator myalgia, posterior wall mesh extrusion, popq stage two, chronic pelvic pain, undue tension on the posterior vaginal wall mesh, vaginal mesh extrusion, mesh graft removal posterior wall, posterior repair, excision of questionable foreign body of left periurethral area, cystoscopy with indigo carmine, vaginal pain and tenderness with intercourse better, pain with intercourse upon penetration, complains of something poking her vagina over the past month - possible very small (one mm)small mesh extrusion at posterior vagina/left lower left labia - unable to identify, slight tenderness, reported pain in the lower abdomen or genital area, hot flashes, cough, complains of pain in lower right vaginal area that moves up to right hip, feels like when she sits down she is sitting on needles, vagina slightly tender at right vaginal opening, tender with deep palpation consistent with scar, no mesh palpated, postmenopausal atrophic vaginitis, unspecified symptoms associated with female genital organs, prolapse revision, complains of constipation, grade two cystocele, grade two rectocele, too tight mesh, severe itching from dilaudid, irritated nerve causing pain, fatty infiltration of the liver, right upper quadrant abdominal pain,/biliary dysfunction, core biopsy of the liver, laparoscopic cholecystectomy, nausea, back pain, diarrhea, thickened gallbladder wall and sludge, heat intolerance and weight gain, depression, cholelithiasis, intraoperative cholangiogram, liver biopsy showing steatohepatitis with mild fibrosis, gallbladder showing chronic cholecystitis and cholesterolosis with cholesterol polyps, right buttock and groin pain consistent with lumbar radiculopathy, low back pain, right lateral calf pain, probable deconditioning of the pelvic floor, steroid shots to the right shoulder, left elbow and left knee, asthma, blood clots in legs/knee, urine leakage, balance problems, numbness/tingling of a leg or arm while sleeping, pelvic pain, leg pain with prolonged walking, leftward disc bulge into the neural foramen at (l4-5), tiny broad-based disc bulge laterally on the right at (l4-5), bilateral neural foramen narrowing at (l4-5), mild right to left spinal canal stenosis at (l4-5), right buttock pain, degenerative disc disease, class three chondromalacia, small joint effusion, numbness in arms and hands, pain in-between shoulder blades, facet sclerosis (t10), (t11), moderate disc thinning (t6), (t7), degenerative joint disease with anterior spurring at (t4, t5, t6, t7), minimal disc thinning at (l5, s1), mild facet sclerosis at (l5, s1), and minimal anterior degenerative joint disease at (l3, 4). Vaginal atrophy. Urge incontinence.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection / too much tension placed on the implant. Perforation or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative would site which may elicit foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).